Event description:
On (B)(6) 2022, an amazon customer commented that the product was negative. These do not work at all. Showed a negative result and other brand gave an instant positive. Same thing happen on both of reporter's children that he/she tested with these. The other brand that actually works is health. Importer comments: due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information, such as pcr test results and product information (lot #, expiration date, etc.).